Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no physical damage was observed with the nozzle. Three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: -operation manual: 3.3 inspection of the endoscope: inspection of the endoscope. -operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the nozzle of the evis exera iii colonovideoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and then nozzle was clogged with foreign material. The nozzle was clogged with chemical residues, that seemed to be cleaning agent residue that could not be removed. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover adhesive was discolored and worn out, the light guide lens was cracked, the insertion tube was wrinkled, the bending angulation was out of specification and the universal cord was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.